Manufacturer narrative:
(B) (4) (infection): conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. There are three possible devices involved in the event as follows: vicryl plus suture - prod code vsp317h, batch ah2409, mfg date: 07/17/2008, exp date: 07/31/2013; vicryl suture - prod code w9570t, batch bj5cwmn, mfg date: 08/26/2009, exp date: 12/31/2014; vicryl suture - prod code w9120, batch b68ktmm0, mfg date: 07/07/2009, exp date: 06/30/2014.

Event description:
It was reported that cases of surgical site infections were observed on patient sternal wounds. Additional information has been requested.